Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor needs to be replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, the device's blower assembly, blower bellows, blower mount, blower chassis plate, blower cap tubing-fi02, tubing- system board, tubing-blower chassis, tubing- low flow 02, and muffler assembly will need to be replaced due to contamination, which was not related to the malfunction/issue. Unit passed final test.